Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they are implanted for fecal, but were told it would help both urinary and fecal. The caller reported that they had a couple episodes bowel leakage on friday and then a day or 2 before thatthey had began to leak urine when they got up in the morning or when they were trying to get to the bathroom. Helped caller connect to ins and increase the therapy. Reviewed programs as well, advised caller to discuss with the hcp when to change programs. Patientwill maintain stimulation level and will continue to track symptoms. Additional information was received on (B)(6) 11:36:20 it was stated that the patient had urine leakage, and bowls that they can't control. The diarrhea she just can't control. She said, this has been going on for a while at least a couple weeks. Patient mentioned stimulator sticks out and if she bumps the stimulator it moves. She has to be careful getting in the car because it hurts. Told caller if she is concerned with the placement of the stimulator she needs to follow-up wi th the doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.